Event description:
The complaint is reported as: "central catheter is inserted through the right subclavian route, when trying to remove the guide, it breaks the external coil, the guide is removed and a new catheter is inserted through the right femoral route." No patient harm reported. No medical intervention was required. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a damaged spring wire guide was able to be confirmed by the photo. Based on the photo it was not able to be determined whether the spring wire guide was separated or unraveled. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding , or component damage. Do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The customer report of a damaged spring wire guide was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "central catheter is inserted through the right subclavian route, when trying to remove the guide, it breaks the external coil, the guide is removed and a new catheter is inserted through the right femoral route." No patient harm reported. No medical intervention was required. The patient's condition is reported as fine.